Event description:
Applied a libre 3 glucose monitor as usual. After 9 days noticed irritation and burning sensation at contact site. Once removes, noticed red, swollen, irritated area. Prepped opposite arm, normal location, 7 days later have the same result, only worse. Severely swollen, tender and fluid draining from site. Stopped use until further notice. (B)(6).